Event description:
Swelling [swelling]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a pt, initials (B)(6), with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml per week. The lot number of synvisc was not provided. The pt received second injection of synvisc on (B)(6) 2012. On (B)(6) 2012, the pt developed swelling and treated with steroid injection. The action taken with synvisc treatment was not provided. On (B)(6) 2012, the pt recovered from the event of swelling. Concomitant medications were not provided. The intensity for the event of swelling was not provided. The reporting physician did not provide the relationship between synvisc and the event of swelling. The qa (quality assurance) results were received on (B)(4) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.